Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. The bladder burst at the end of patient infusion. The folfusor was filled with an unspecified amount of ceftazidime. There was no patient injury or medical intervention associated with this event. No additional information is available.